Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. There was no report that the device will be returning. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a carotid artery procedure, the emboshield nav6 embolic protection device filter was used. An attempt was made to remove the filter; however, the filter was full of debris and could not be pulled into the retrieval catheter. A 0.018 guide wire was advanced as a buddy wire and then an 8 french sheath was advanced to replace the previous 7 french sheath. The emboshield filter was then able to be removed. Reportedly, it was felt that the device worked as intended as it was full of debris. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation determined that the reported difficulties were due to case circumstances. The difficulty retrieving the filter was due to a large embolic load preventing the filter from pulling into the retrieval catheter. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.